Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
There was a poly exchange and when the implant box was opened, there was a hair on the insert that the surgeon noticed. He then wiped it off and put it in betadine. All staff changed gloves and a new implant was opened.